Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 16fr esheath+, there was difficulty due to resistance when inserting the esheath+. There were no issues withdrawing the esheath+. After withdrawal, it was observed that the tip was torn. There was no vascular injury or patient complications.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion or advancement into the patient, with associated sheath damage, have not been associated with device malfunctions or manufacturing nonconformances. Instead, the root causes for these events have historically been due to factors such as calcification, tortuosity, steep insertion angles, undersized vessels, and/or constrained access. Additionally, sheath damage can result from increased push force and any device manipulation used to overcome the difficulty. The complaint regarding difficulty introducing the sheath could not be confirmed based on the provided image of the sheath. Although ''mild'' calcification and ''no tortuosity'' were reported, without patient imagery, patient-related factors (calcification, tortuosity) could not be objectively ruled out at this time. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, leading to higher push force. Vessel tortuosity and/or a steep device insertion angle can induce stress on the sheath shaft, causing it to kink or bend and require a higher push force to navigate. However, due to insufficient information, a definitive root cause of the difficulty introducing the sheath cannot be determined. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Instead, the root causes for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint regarding sheath liner delamination was confirmed based on the provided image of the sheath. While it was reported that there was ''no residual fluid left in the balloon when withdrawing the delivery system,'' the post-procedural device condition revealed multiple failures on the distal shaft, suggestive of device manipulation being applied to overcome the experienced retrieval difficulty. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Additionally, non-coaxial alignment from patient factors could not be objectively ruled out since no patient imagery was provided. Non-coaxial alignment between the devices can lead to the delivery system catching onto the sheath liner, especially if patient factors (such as calcification or tortuosity) are present near the sheath distal tip. However, due to insufficient information, a definitive root cause of the sheath liner delamination cannot be determined. The complaint regarding the sheath liner tear was confirmed based on the provided patient imagery. Although ''mild'' calcification and ''no tortuosity'' were reported, without any imagery provided, liner damage due to the patient's access characteristics could not be objectively ruled out. Therefore, it is possible that one or more patient factors (calcification, tortuosity) may have still been present during the procedure. However, due to insufficient information, a definitive root cause of the sheath liner tear cannot be determined. The complaint regarding the sheath distal tip split was confirmed based on the provided image of the sheath. However, no manufacturing nonconformance was identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking. As reported, ''after withdrawing the esheath+, it was observed that the tip of the esheath+ was torn.'' It is likely that high withdrawal forces were used to overcome associated withdrawal difficulty, which could cause the sheath tip to split when retrieving the balloon back into the sheath. Additionally, patient-related contributions (e.g., interaction with sharp calcium nodules) could not be ruled out at this time due to the unavailability of patient imagery. As such, available information suggests that procedural factors (high withdrawal forces) may have contributed to the reported event. However, a definitive root cause of the distal tip split cannot be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.